Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital, (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the proximal left anterior descending artery (lad). A 16 x 3.00 mm promus premier drug-eluting stent was deployed and post-dilated. A type b flow-limiting distal stent edge dissection was then observed. The cause of the dissection was believed to be a lipid rich plaque. The dissection was covered with another 2.75 x 12 mm promus premier stent and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure and fully recovered.

Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the proximal left anterior descending artery (lad). A 16 x 3.00 mm promus premier drug-eluting stent was deployed and post-dilated. A type b flow-limiting distal stent edge dissection was then observed. The cause of the dissection was believed to be a lipid rich plaque. The dissection was covered with another 2.75 x 12 mm promus premier stent and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure and fully recovered. It was further reported that 90% stenosed target lesion was located in a moderately tortuous and moderately calcified lad. The lesion was pre-dilated with a 2.50 x 08 mm non-compliant balloon. The stent was fully inflated and deployed at 14 atmospheres for 10 seconds and post dilated with a 3.50 x 08 mm non-compliant balloon at 12 atmospheres.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device to the event dissection is a known adverse event associated with device use and is listed in the instructions for use. The additional device was to cover the dissection and therefore assigned related to procedure. The reduced blood flow was likely a result of the procedural challenges.